Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report: 1627487-2016-06382.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-06382. It was reported (B)(6) patient was implanted on (B)(6) 2016. The procedure went well; however high impedances were observed on all contacts in post-op. X-rays revealed the 30 cm extension had pulled out of the ipg header. The patient underwent revision surgery a week later where the extension was reinserted into the ipg header. The patient lost stimulation again two days later. X-rays revealed the extension had pulled out of the ipg header again. On (B)(6) 2016, the patient underwent a second revision surgery, where the physician decided to replace the extension and the ipg with new ones. The patient is now receiving effective stimulation.